Event description:
The lay user/patient contacted lifescan alleging the meter does not power on. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Event description:
The customer reported she obtained a reading of 98 mg/dl on her blood glucose meter and thought the reading was higher than she felt. The customer additionally reported she experienced seizure and loss of consciousness. The paramedics were called and they checked the customer's blood glucose level receiving a reading of 21 mg/dl on an unknown meter. The customer reported she was transported to a health care facility, but she did not wish to complete the troubleshooting survey questions. No medical emergent treatment was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
As product was not returned a DHR of the meter was requested. The device history report for meter (B)(4) indicated the device was performing within its performance claims and met the manufacturer's quality specifications prior to its release. This is a final report.

Manufacturer narrative:
The product was requested back for an investigation. A follow-up report will be submitted once the product is returned and investigation is complete.